Event description:
User had problems with calcium control and pt results starting two weeks ago. User provided data for six pt samples which all occurred in 2009, and were determined to be discrepant. Samples 2 though 6 were repeated on original analyzer. Erroneous results for these samples were not reported out. Pts not adversely affected. Sample 2, initial gave 14.1; repeat gave 9.2. Mg per dl. Sample 3, initial gave 14.6; repeat gave 8.6 mg per dl. Sample 4, initial gave 13.8; repeat gave 7.3 mg per dl. Sample 5, initial gave 14.5; repeat gave 8.4 mg per dl. Sample 6, initial gave 14.5; repeat gave 8.3 mg per dl. The field service rep determined the cause to be a dirty sample probe. He replaced the sample probe and checked the rinse settings. A calcium precision study was run to verify analyzer was performing within spec.

Event description:
User had problems with calcium control and pt results starting two weeks ago. User provided data for six pt samples which all occurred in 2009, and were determined to be discrepant. Sample 1, female, initial gave 6.0 mg per dl, and was reported out. Sample repeated on another c501 at customer site giving 9.2 mg per dl, and corrected report was issued. Pt was not adversely affected. The field service rep determined the cause to be a dirty sample probe. He replaced the sample probe and checked the rinse settings. A calcium precision study was run to verify analyzer was performing within spec.